Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4, d5, d9, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-apr-2022 to 19-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the validation code of the required medication did not work due to the script. Customer confirmed that their local servicing pharmacy will be resolving the reported issue internally. There were no adverse events or injuries reported based on this event. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that while using a bd pyxis¿ medbank mini the validation code did not work, preventing the nurses to remove the pain medication oxycodone for the patient. It was noted that the script was written for oxy 10mg but the facility only has oxycodone tab 5mg, the rn tried to take 2-tab 5mg to make 10 mg needed instead of the one that it was approved for. The patient was rushed to the ER to obtain the medication, causing a delay. There was no report of any escalation of level of care nor did they mention the patient had to be intervened. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medbank system validation code did not work, preventing the nurses to remove the pain medication oxycodone for the patient. The customer stated that the patient was moved to obtain the required pain medication but the customer did not report any escalation of level of care nor did they mention the patient had to be intervened. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the validation code of the required medication did not work due to the script not updated by the pharmacist. Customer confirmed that their local servicing pharmacy will be resolving the reported issue internally. The system was functional as intended.